Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with damaged belt clip. The customer is being sent out replacement clip. The customer mentioned having blood glucose level of 27mg/dl. The customer sates they treated for the low level. No further assistance was needed at this time.